Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item # 163667, head, lot # 319750; item # 11-104050, shell, lot # 632630; item # ep-105933, liner, lot # 106960.

Event description:
It was reported that approximately 3 weeks post implantation, the patient presented with pain and discomfort post-fall. Subsequently, the patient underwent revision and orif due to periprosthetic fracture. The femoral stem and head were revised; cerclage cable system implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event can be confirmed by review of op notes and x-rays. Review of x-rays confirmed periprosthesis fracture, with significant subsidence of the femoral component. After review of op notes and x-rays, likely root cause of the bone fracture was patient fall. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.